Event description:
It was reported that the left ventricular lead impedance had begun to increase and was not able to capture at 5 volts over a period of 3 to 5 months. Lead repositioning was going to be attempted, but the physician was not able to pass a hybrid wire through the lead, nor was it possible to collapse the lead winglets in order to reposition. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.